Event description:
It was reported that during a stenting treatment procedure, stent migration occurred. Access was obtained via the right femoral artery. The 70% stenosed target lesion was located in the mildly tortuous and non-calcified mid right coronary artery (rca). Without predilating, a 3.0x32mm promus element stent delivery system (sds) was advanced. The stent was deployed at 14 atms/20sec, after which it migrated 2mm distally. The physician advanced a 3.5x16mm promus element sds and the stent was deployed overlapping the proximal end of the migrated stent. The 3.5x16mm delivery balloon was used to further post dilate. No additional patient complications were reported and the patient's status is stable. This device is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).